Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm. Customer did not receive motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was not able to clear the alarm and not able to complete rewind the insulin pump. It was unknown weather the drive support cap was protruded or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.